Event description:
Patient revised due to pain.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the lot codes required for retrieval were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that the product code has been inactive/obsolete since july of 1994. Should additional information be received, the investigation will be reopened.